Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. One clip was implanted with no reported issue, reducing mr to grade 1. There was no observation of pericardial effusion after the devices were removed. However, 24 hours post-procedure, the patient had cardiac tamponade, requiring pericardiocentesis. The cause of the cardiac tamponade is unknown.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the pericardial effusion and cardiac tamponade cannot be determined. Pericardial effusion and cardiac tamponade are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.